Manufacturer narrative:
Visual inspection of the returned product showed that a haptic was torn off from the optic and was missing. There was evidence of a clear surgical residue. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to inserted an aq2010v three piece silicone lens and the lens was torn while advancing in the injector. There was no pt contact.